Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA (510k) #: k101880.

Event description:
It was reported that patient had implant placed and patient states they're in extreme pain. Implant was removed. Symptoms as a result of the event: pain. Tooth # 19.

Manufacturer narrative:
One imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) were returned for investigation. No apparent signs of malfunction. The devices could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was "moderate bone density - type ii". The reported device had been placed on tooth #19 (universal) for approximately 1 day. X-ray & picture evaluation: x-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot number (1249749) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1249749) for similar events (complaint category keywords: pain) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.